Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. This supplemental is being filed as the product was returned. However, no analysis was performed as reported allegations of infection were known inherent risk of device.

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. The patient was hospitalized and the site was packed. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. The patient was hospitalized and the site was packed. There were no additional adverse patient effects reported. The pacemaker was explanted.